Event description:
A crossover procedure to conduct a sub-intimal recanalization of a 15cm occlusion in the right superficial femoral artery was being conducted. After having the outback catheter in the correct location, the physician pulled out the needle to get access to the vessel lumen. The first attempt was not successful and the physician wanted to retrieve the needle back in to the catheter for a second try, however, the needle did not go back into the catheter. The "needle got stuck." The physician then pulled back the outback until the sheath was completely over the catheter.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.